Manufacturer narrative:
(B)(6). Additional information: batch # m92z19. The device was received with upper jaw detached returned and the I-blade upper tip broken lifted. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we are unable to investigate further the activation issues. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the correct lot#? M93121. Did the top jaw (moveable jaw) completely detach from the device? Yes the jaw was completely detached.

Event description:
It was reported that during a laparoscopic colon procedure, during surgery, the device was used three times on the tissue. The fourth time they used it on the tissue, the upper jaw broke off. The loose jaw remained on the device and the surgeon was able to retrieve the loose part while removing the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.